Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between pd therapy with the liberty cycler set and the patient¿s peritonitis. However, there is no evidence that supports the patient¿s peritonitis event was caused by a liberty cycler set malfunction or product deficiency. Peritoneal dialysis (pd), and in particular continuous ambulatory pd (capd), is associated with a high risk of infection of the peritoneum. At this time, it cannot be determined what exactly caused the patient¿s peritonitis with the information currently available.

Event description:
It was reported that peritoneal dialysis (pd) patient had peritonitis. During follow-up with the peritoneal dialysis nurse (pdrn), it was reported the patient was seen in the outpatient dialysis clinic on (B)(6) 2019. The pdrn performed a manual exchange in the clinic and instilled a bag of pd solution to remain overnight. On (B)(6) 2019 the patient was seen in the clinic and bloody effluent was noted. Cultures revealed a high red blood cell count and white blood cells (wbc) of 144. Peritonitis was diagnosed, and treatment was initiated with a two-week course of both cefazolin and fortaz intraperitoneally (ip) (dose, duration, frequency not provided). Final pd effluent cultures and gram stain results were negative. The patient is continuing to perform daily manual exchanges with a 1.5% pd solution (one bag) along with ip antibiotic therapy. The pdrn was unable to provide a cause for the peritonitis. It was reported the patient uses good technique, follows directions well and has been using the same liberty select cycler and solutions. During an outpatient dialysis clinic visit on (B)(6) 2019 it was noted the patient¿s pd effluent was clearing, thus the patient was recovering. During this visit it was determined that the patient had regained kidney function and would be transitioning off pd therapy at the completion of the two-week course of ip antibiotic therapy. The pdrn reported the event was not related to treatment with any fresenius products, drugs, or equipment.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.